Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. This emdr is being submitted for an unknown number quantity it was reported that the patient experienced a hyperglycemic event on (B)(6) 2026. The blood glucose level was 20 mmol/l and patient was treated with pump. The insertion site was the abdomen. No further information available.